Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was over delivering. The customer¿s blood glucose level was 60 mg/dl at the time of incident and other blood glucose level was 70 mg/dl. The customer stated that they experienced low blood glucose and treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. The displacement test was performed and passed. The insulin pump will be returned for analysis. The reservoir will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0867 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.